Event description:
Boston scientific received information that this patient presented with shortness of breath and chest pain. A two dimensional echocardiogram showed a possible pericardial effusion. Threshold measurements have increased from 0.7v to 1.3v since last check. Sensing and impedance measurements are good and have remained unchanged. R waves amplitude is still great and impedance stable. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant informed the caller that a perforation would be doubtful over a year post implant. It is possible that something else has happened to the patient such as infarct to tissue around the tip of the lead. Efforts to obtain additional details were unsuccessful. This product issue will be re-evaluated if additional details are received.